Event description:
It was reported patient underwent a total hip arthroplasty on (B)(6) 2006. Subsequently, the patient was revised on (B)(6) 2014, for an unknown reason. It was further reported that black corrosion on the metal head and liner were allegedly noted during the revision procedure. The modular head, metal liner, and acetabular cup were removed and replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 2 states, ¿early or late postoperative infection and allergic reaction." Number 10 states, ¿fretting and crevice corrosion can occur at interfaces between components". This report is number 1 of 2 mdrs filed for the same event (reference 1825034-2014-02241 / 02242).